Event description:
It was reported that the device was used during a laparoscopic adrenalectomy. It was reported by the rep that the clips would pop out of the jaws of the (1) er420 and the clip would remain open. So, the clips were not closing/forming and were not landing in the tissue in which they were being placed. A new device was opened and the case was completed with no consequence to the pt.